Event description:
The date of the event is unk. The customer reported that the set is leaking when a pressure bag is being used. The exact location of the leak is not known, but it appears to be leaking at the top of the drip chamber where the 2 inlet tubings attach. No samples were saved for eval. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.